Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device identified that the shaft was severely stretched and buckled at various locations along its length. This type of damage is consistent with excessive tensile force having been applied to the shaft through some form of restriction. An examination of the balloon found that the balloon had been inflated and was not refolded. The 6french size sheath that was used during the procedure was not returned for analysis. Due to the severe stretching that was evident along the device, it was not possible to test for insertion/removal difficulties through an introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and pain occurred. Vascular access was obtained via the left brachial artery. The 95% stenosed, 60x6.0mm target lesion was located in the severely tortuous subclavian graft. After a non-bsc guidewire has crossed the lesion, a non-bsc stent was placed. Subsequently, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation; however, the balloon did not proceed from the mid section due to the lesion tortuosity and stenosis. Additional dilation was performed on the location at 20 atmospheres for 30 seconds. Root was obtained then the stent was able to proceed to the distal section and additional dilation was performed at 20 atmospheres for 30 seconds. When the balloon was about to be withdrawn post dilation, the balloon could not be withdrawn as the balloon became stuck to the section 5cm from the sheath tip. Eventually, the patient claimed pain and the mustang¿ balloon catheter was forcibly withdrawn together with the sheath. Outside patient, damages were noted on the shaft and balloon as well as on the sheath. The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties and pain occurred. Vascular access was obtained via the left brachial artery. The 95% stenosed, 60x6.0mm target lesion was located in the severely tortuous subclavian graft. After a non-bsc guidewire has crossed the lesion, a non-bsc stent was placed. Subsequently, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation; however, the balloon did not proceed from the mid section due to the lesion tortuosity and stenosis. Additional dilation was performed on the location at 20 atmospheres for 30 seconds. Root was obtained then the stent was able to proceed to the distal section and additional dilation was performed at 20 atmospheres for 30 seconds. When the balloon was about to be withdrawn post dilation, the balloon could not be withdrawn as the balloon became stuck to the section 5cm from the sheath tip. Eventually, the patient claimed pain and the mustang¿ balloon catheter was forcibly withdrawn together with the sheath. Outside patient, damages were noted on the shaft and balloon as well as on the sheath. The procedure was not completed. No further patient complications were reported and the patient's status was stable.